Event description:
Event [preferred term] (related symptoms if any separated by commas) increased blood glucose [blood glucose increased] the spring of the novopen 5 had a problem [device malfunction] case description: this serious spontaneous case from china was reported by a consumer as "increased blood glucose (blood glucose increased)" with an unspecified onset date, "the spring of the novopen 5 had a problem (device component malfunction)" with an unspecified onset date, and concerned a female patient who was treated with novopen 5 (insulin delivery device) from unknown start date for "device therapy", patient's height, weight and body mass index (bmi) were not reported dosage regimens: novopen 5: medical history was not provided. The spring of the novopen 5 had a problem, which caused that the patient was hospitalized due to increased blood glucose. The patient was hospitalized from (B)(6) 2024 till the time of reporting. Batch number for novopen 5 was not reported action taken to novopen 5 was not reported. The outcome for the event "increased blood glucose (blood glucose increased)" was not reported. The outcome for the event "the spring of the novopen 5 had a problem (device component malfunction)" was not reported. Event onset date is not reported in the case. However, the incident date is captured to ensure mir form is generated. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo.

Event description:
Case description: investigational result name novopen5 batch number: unknown no investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following: investigation result added imdrf code added relevant fields updated in EU/ca tab narrative updated accordingly this report is for a foreign device that is assessed as "similar" to us marketed novopen echo. Final manufacturer's comment: 08-jul-2024: the suspected device novopen 5 has not been returned to novo nordisk for investigation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 5. H3 continued: evaluation summary name novopen5 batch number: unknown no investigation was possible, because neither sample nor batch number was available.